Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown shell, unknown liner. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision due to periprosthetic fracture. The stem was removed and replaced with a competitor stem. The liner was also replaced while they were operating.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this complaint is a duplicate of 0001825034-2017-03669. The initial report was submitted in error and should be voided.